Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 13. Details of surgery: immediate extraction site. On (B)(6) 2026, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.